Event description:
The (B)(6) with significant valvular cardiomyopathy with severe mitral reg vagination . Lvef 10-1590. Admitted on (B)(6) 2006 for routine device check which showed a malfunctioning device. Coumadin reversed for ICD change out ek6 - nsr with 1st degree heart block. Nonspecific intraventricular heart block. Aicd generator at end of life secondary to battery depletion.